Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report: 1627487-2013-21212. It was reported the patient was unable to increase the stimulation amplitude using the programmer. Diagnostic testing revealed a slightly high impedance on one of the electrodes and the sjm rep was able to program around it. When the sjm rep saw the patient on 10/01/2013, all the impedances were invalid except for one electrode. It was reported the patient also experienced sudden loss of stimulation. Surgical intervention will take place at a later date to address the issue.